Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels. The noise was oversensed, but did not result in asystole greater than 2 seconds. The noise has been occurring for approximately one year and is suspected to be from lead-on-lead contact, but that has not been confirmed. Recently, the device exhibited out of range pace impedances on the ra lead. The impedances were greater than 2000 ohms. At this time, the patient has not been seen for further testing. The patient is being monitored remotely and the products remain in service. The leads are a competitor's product. In addition, the noise did not appear to be due to the minute ventilation signal, but this feature was programmed off. No adverse patient effects were reported.